Event description:
The customer called and reported his blood glucose went up to 475 mg/dl, which was treated with the insulin pump. The reason for customer's call was that he was having difficulty with the infusion set releasing from the inserter. Assistance was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.